Event description:
Pursuant to information received from the physician, the patient was implanted with a siltex low bleed gel on 06/06/96. Subsequently, it was noted that the patient had developed a hematoma in her right breast. This report was submitted to the FDA pursuant to new "MDR reporting guidance for breast implants" (mentor effective date, february 10, 1992). Any perceived increase in frequency of events is related to the filing of reports for events, which were previously not MDR reportable events per 21cfr803.